Manufacturer narrative:
There was no contact information provided in the report that medline received from amazon to follow up with the customer therefore no additional information is available to be obtained. Amazon reported that the user "passed out and caught her leg" on the "knobs on the side" of the device which "tore a hole in her leg that took 4 months and a lot of medical care to heal". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Amazon reported that the user "passed out and caught her leg" on the "knobs on the side" of the device which "tore a hole in her leg that took 4 months and a lot of medical care to heal".